Event description:
On (B)(6) 2009, the pt reported that her infusion sites have been falling off of her body after less than a day of use due to sweating. She stated that as a result, the infusion site cannula became kinked. She currently uses adhesive dressing beneath the infusion site. She was advised to also place the adhesive dressing on top of the site. No physiological effects were reported. She was sent liquid adhesive. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.